Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. A manual insulin injection was administered to address bg level, and they did not require third-party assistance. Technical support provided instructions for resetting the pump, and after doing so, the malfunction did not recur, allowing the customer to continue using the pump without further issues.